Event description:
It was reported that this pacemaker system exhibited low out-of-range (oor) pacing impedances on the right ventricular (rv) lead, measuring less than 200 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, the rv lead exhibited an increase in thresholds and amplitude decreased. Technical services discussed possible causes and recommended to perform an x-ray however, impedances have increased to 690 ohms and the plan is to continue to monitor. At this time, the device ad rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right ventricular (rv) lead also exhibited high, out-of-range right ventricular (rv) pacing impedances measuring greater than 3,000 ohms. Additionally, there was noise when programmed in bipolar and observations of loss of capture. The device is programmed off and the plan is to do a rv lead revision. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited low out-of-range (oor) pacing impedances on the right ventricular (rv) lead, measuring less than 200 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, the rv lead exhibited an increase in thresholds and amplitude decreased. Technical services discussed possible causes and recommended to perform an x-ray however, impedances have increased to 690 ohms and the plan is to continue to monitor. At this time, the device ad rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right ventricular (rv) lead also exhibited high, out-of-range right ventricular (rv) pacing impedances measuring greater than 3,000 ohms. Additionally, there was noise when programmed in bipolar and observations of loss of capture. The device is programmed off and the plan is to do a rv lead revision. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported this right ventricular (rv) lead was fractured. The pacemaker system was explanted due to the patient no longer needing pacing therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break near the conductor along with visible gate oxide corrosion in the neck and housing areas. Analysis confirmed a gate oxide defect in the rvt (right ventricle tip) transistor in the pace bit cell block on the mixed mode inner coupler.

Event description:
It was reported that this pacemaker system exhibited low out-of-range (oor) pacing impedances on the right ventricular (rv) lead, measuring less than 200 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, the rv lead exhibited an increase in thresholds and amplitude decreased. Technical services discussed possible causes and recommended to perform an x-ray however, impedances have increased to 690 ohms and the plan is to continue to monitor. At this time, the device ad rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right ventricular (rv) lead also exhibited high, out-of-range right ventricular (rv) pacing impedances measuring greater than 3,000 ohms. Additionally, there was noise when programmed in bipolar and observations of loss of capture. The device is programmed off and the plan is to do a rv lead revision. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported this right ventricular (rv) lead was fractured. The pacemaker system was explanted due to the patient no longer needing pacing therapy. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited low out-of-range (oor) pacing impedances on the right ventricular (rv) lead, measuring less than 200 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, the rv lead exhibited an increase in thresholds and amplitude decreased. Technical services discussed possible causes and recommended to perform an x-ray however, impedances have increased to 690 ohms and the plan is to continue to monitor. At this time, the device ad rv lead remains in service. No adverse patient effects were reported.